Event description:
This complaint is now reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous peripheral intervention, the device was unable to cross the lesion and the device was kinked. The 95% stenosed target lesion was located in the calcified and moderately tortuous right superficial femoral artery. A non-bsc introducer sheath and non-bsc guide wire were advanced to the target lesion from the left superficial femoral artery. The 4.00mm x 1.5cm x 140cm flextome small peripheral cutting balloon was unable to cross the lesion and came in contact with an implanted stent. A non-bsc support wire was used but the device was again unable to cross the lesion. During the attempts to cross the lesion the device became kinked. The procedure was completed with another device. No patient complications were reported and the patient condition is good. Returned product analysis revealed a shaft break.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: a visual examination identified a shaft break 24.7cm from the catheter tip. The break was located at the exchange port area and evidence of stretching was present. A visual and microscopic examination observed no damage to the tip, balloon, or blades. All blades were present and fully bonded to the balloon surface. No kinks or damage were noted along the remaining sections of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user-related as the dfu states 'caution: use only a 6f (2.00 mm) or larger introducer sheath.' However, the complaint states that a 4.5fr sheath was used. (B)(4).